Event description:
It was reported that after a transurethral microwave treatment procedure, the pt is claiming to have incontinence. The physician completed the procedure with a targis control unit. Since the treatment, the pt complains incontinence but this is not confirmed because the pt is no longer under the physicians care.

Manufacturer narrative:
No disposable devices were returned, therefore, no direct product analysis is available. No electronic treatment file from the control unit was obtained. Urologix is unable to speak directly with the physician. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. As no device was received for analysis, no procedure info or treatment file is available, therefore, it is not possible to determine the root cause of the event.